Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, dvt, filter tilt and embedment, and filter penetration through the ivc wall and into the mesenteric and pericaval fat. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, pulmonary embolism and deep vein thrombosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, dvt, filter tilt and embedment, and filter penetration through the ivc wall and into the mesenteric and pericaval fat.. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. Section e3: occupation: other, paralegal section b3: event date for reportable events is september 2017. Section b5: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient has a prior medical history of significant insulin-dependent diabetes mellitus, obesity, hypothyroidism and morbid obesity, and dvt. The patient was admitted with a massive right pulmonary embolism with total occlusion of the right pulmonary artery. The patient had a pulmonary angiogram, interventional thrombectomy. At that time, the ivc filter was implanted in the inferior vena cava distal to the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism, dvt, filter tilt and embedment, and filter penetration through the ivc wall and into the mesenteric and pericaval fat. Approximately one month after implant, the patient experienced acute chest pain. Inr was at 5.1. Coumadin regimen was adjusted. A chest CT scan was performed which showed chronic right pulmonary embolus changes with no definitive evidence of acute pulmonary embolism with resolving right pulmonary infarcts. Approximately four months post implantation, the patient experienced right-sided pleuritic chest pain. Per the physician¿s impression: the chest pain was most likely related to musculoskeletal process rather than pulmonary embolism or pneumonia. A CT scan of the chest showed significant improvement in resolution of the previous pulmonary embolus. Per the patient profile from (ppf), the patient reports mental anguish related to the filter. The patient also experienced post-traumatic stress disorder (ptsd), neuropathy, blood clots, leg pain and bipolar depression. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Approximately one month after implant, the patient experienced chest pain that was different than the pulmonary embolism and came to the emergency room. She was having acute pain when she tried to take a deep breath. The patient was on coumadin. Inr was at 5.1. Coumadin regimen was adjusted. A chest CT scan was performed which showed chronic right pulmonary embolus changes. There was no definitive evidence of acute pulmonary embolism with resolving right pulmonary infarcts. Approximately four months post implantation, the patient experienced right-sided pleuritic chest pain, without fever chills or generalized malaise. Per the physician¿s impression: the chest pain was most likely related to musculoskeletal process rather than pulmonary embolism or pneumonia. A CT scan of the chest showed significant improvement in resolution of the previous pulmonary embolus. According to the information received in the patient profile from (ppf) the patient became aware of the reported events approximately seven years and five months post implantation. The patient further reports mental anguish related to the filter. The patient also experienced post-traumatic stress disorder (ptsd), neuropathy, blood clots, leg pain and bipolar depression.